Event description:
Turon humeral head trial broke.

Manufacturer narrative:
(B) (4) the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The facility representative reported to baxter on 17 february 2010 that a colleague infusion pump had a malfunction of the pump goes off as soon as the pump is unplug from the wall. Batteries and fuses have been changed also, pump has been charged for 16 hours. The event was reported to have occurred during biomedical servicing on an unknown date. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). There was a fca (field corrective action) (B)(4), provided in the initial medwatch report. Upon further review, this fca is not applicable to this report.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) the user interface module master software (B) (4), categorized as unremediated. The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The batteries were not fully charged due to the disconnected alternating current power supply harness and missing 1.6 amperage alternating current fuses. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
The physician attempted to use a neuron but found that the tip was crimped when taken out of the packaging. Another was used successfully.